Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation since it was reportedly discarded by the user facility. Therefore, the cause of the reported event could not be conclusively determined. However this is a known error pattern which was most likely caused by used related wear and tear. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that during a therapeutic resection of cervical submucosal myoma procedure the loop wire of the resection electrode broke off and fell into the patient's body cavity. The broken fragments could be retrieved successfully. The intended procedure was successfully completed with a similar device without significant delay and there was no report about an adverse event or patient injury.